Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 58 mg/dl on the performa system and 509 mg/dl on a professional meter.